Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while stapling, the stapler was unable to fire and the surgeon was unable to squeeze the handle, although he was able to press the green button. The load caught and did not work. They opened another load to complete the case. There was no patient injury.